Event description:
It was reported that this right ventricular {rv} lead was explanted and replaced due to an unknonwn product performance issue on 05-nov-2019. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).